Event description:
It was reported that the arterial flow/bubble sensor was not working during treatment. The cardiohelp stopped displaying blood flow values and the error message ¿art. Bubble sensor disconnected¿. The customer attempted to troubleshoot the failure by inspecting the hls circuit, unplugging and plugging the sensor, moving the sensor and exchanging the sensor. The failure could not be remedied. The cardiohelp device was exchanged. No harm to any person has been reported. Any flow issue, flow reading issue, and bubble alarms are high priority alarms, which can lead to a pump stop if the interventions were set by the user. Therefore, a report is required.

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that the arterial flow/bubble sensor was not working during treatment. The cardiohelp stopped displaying blood flow values and the error message ¿art. Bubble sensor disconnected¿. The customer attempted to troubleshoot the failure by inspecting the hls circuit, unplugging and plugging the sensor, moving the sensor and exchanging the sensor. The failure could not be remedied. The cardiohelp device was exchanged. No harm to any person has been reported. Any flow issue, flow reading issue, and bubble alarms are high priority alarms, which can lead to a pump stop if the interventions were set by the user. Therefore, a report is required. A getinge field service technician (fst) was sent for investigation on 2025-03-25. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. It was determined by the getinge life-cycle-engineering that a loose cable between the sensor panel and the flow/bubble sensor could be the cause of the reported failure. Additionally, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: bubble intervention not working, wrong information: - connection of non-compatible sensor. According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The review of the non-conformities has been performed on 2024-12-11 for the period of 2022-09-16 to 2024-12-09. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2022-09-16. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure ¿no flow values and arterial bubble sensor disconnected" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID # (B)(4).